Event description:
It was reported that during a routine follow up this pacemaker battery longevity was ten months. It is suspected that pacemaker battery is depleting faster than expected. Boston scientific technical services (ts) recommended device replacement within 90 days. It was also recommended to continue regular patient follow up. Device was explanted and replaced . No adverse patient effects were reported.